Event description:
It was reported that the atrial lead exhibited elevated thresholds, and a microdislodgement was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The outer insulation was breached due to metal ion oxidation (mio), was melted, and exhibited cosmetic mio and environmental stress cracking. The distal conductor was distorted, the proximal conductor was stretched, and blood/body fluid was found on all conductors (not obstructed). The inner insulation was breached cut.